Event description:
During a stenting procedure in the iliac artery, the physician tried to reposition the undeployed stent by slightly pulling back the stent delivery system (sds). However, the stent slid off of the balloon. The physician was able to hold the stent in place with the guidewire and deploy the stent in the intended location. There was no reported patient injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.